Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown at the time of the incident. The customer stated that sometimes the reservoir plunger will not come off the reservoir. The customer had experienced issues with the tubing where the needle does not go fully into the reservoir. The reservoir will not be returned for analysis.